Manufacturer narrative:
Concomitant product: 6944-65 lead, implanted: (B)(6) 2010.

Event description:
It was reported that the patient was hospitalized due to a lead integrity alert (lia) that triggered for the right ventricular (rv) lead. High sensing integrity counter (sic) was observed along with false non-sustained ventricular tachycardia episodes due to oversensing. It was reported that the right atrial (ra) lead had a possible fracture. The implantable cardioverter defibrillator (ICD), rv lead and ra lead were reprogrammed and turned off. Troubleshooting will be performed to try to determine whether there was a loose connection or a lead fracture is the cause. In addition, there will be a procedure to fix the problem, but the date is yet to be determined due to recovery from another illness and high infection risk. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.